Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was no ultrasound power to the handpiece during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is (B)(4).

Event description:
Additional information provided that this was a cataract extraction with intraocular lens implant (iol). The handpiece was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on april 12, 2011. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample revealed no non-conformity. The handpiece was primed and tuned without error on a calibrated infiniti console. The handpiece was then run successfully at 100% longitudinal and torsional power on the system for 5 minutes. Finally, the u/s and torsional strokes were measured and found to be within specification the handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).